Event description:
The ivus catheter, once in the patient, was functioning as expected and then dropped the signal and would not reconnect. The catheter was removed with no reported harm to the patient. Vendor notified. Manufacturer response for intravascular ultrasound catheter, 6fr x 120cm pioneer plus ivus and percutaneous catheter (per site reporter).